Manufacturer narrative:
Conclusion: paravalvular leak/aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl/aortic regurgitation most likely resulted due to suboptimal position as the valve was implanted high in the annulus and patient calcification levels (severe calcification). Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). Potential factors that can influence a pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. In this case, it was reported that the valve dislodged after the bav.

Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, severe aortic regurgitation and paravalvular leak (pvl) were noted. It was reported that the valve was implanted high in the annulus. A post implant balloon aortic valvuloplasty was performed, with a 20mm balloon, followed by a bav with a 22mm balloon. During the bav, the valve dislodged from the annulus, resulting in worsening hemodynamics. Subsequently, the valve was explanted and replaced with a surgical valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.